Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet system and later identified a leaking insulin cartridge during a supply change, with moisture observed in the insulin chamber but not at the connector or tubing. The user also reported having paused insulin delivery for approximately five hours prior to the supply change, which was identified as a contributing factor to the continued rise in blood glucose due to absence of therapy. The user reported a blood glucose peak of 500 mg/dl and no associated clinical symptoms. Outcomes included completion of a full supply change with not health impact or medical intervention. User support included communication with the user and review of information provided. Investigation of this case identified user-reported cartridge leakage and infusion set issues in combination with therapy interruption, with no device alarms or pump hardware failures identified. Based on the available information and previously established findings for similar reports, the event was concluded to be related to use error and handling-related supply issues, with no associated health impact.